Manufacturer narrative:
Eval summary: surgical notes were provided from the primary surgery on (B)(6) 2006. Bone quality of the femur was described as very mushy and there was no good, consistent bone. The acetabular side was described as having several cysts and incompetent bone. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened.

Event description:
It is reported that the patient is presenting with pain.